Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker exhibited oversensing of the atrial channel in which the minute ventilation feature was disabled. The electrogram revealed the oversensing led to pacing inhibition in this pacing dependent patient. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to include updates to the additional MFR narrative field.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.